Event description:
Caller reported the inform base was found smoking. The plastic of the base has black fire marks, connector pins are burnt, and the plastic is melted. No adverse event reported. A request was made for the return of the base, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.